Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion. There was loss of right ventricular (rv) capture however when the lead was tested through the analyzer, there was no lead performance issue. No elective replacement indicator (eri) indicator was triggered. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited rapid battery depletion. There was loss of right ventricular (rv) capture however when the lead was tested through the analyzer, there was no lead performance issue. No elective replacement indicator (eri) indicator was triggered. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.